Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0uvhc, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0uvhc, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient has an infection and an erosion at the site of the lead/extension junction. The patient has been on antibiotics but was admitted into the ER on (B)(6) 2017. The patient¿s entire system is scheduled to be explanted on (B)(6) 2017. No complications or further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient's system was explanted on (B)(6) 2017. The patient's extension wire was exposed and protruding through the patient's skin. It was noted that impedances had been normal and the patient had been receiving excellent therapy prior to the explant. Patient had not been taking any parkinson's medicines. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.